Event description:
Procedure: laparocopic inguinal hernia repair.according to the reporter: the balloon didn&#39;t inflate at all. On closer inspection after the balloon was removed, there was a hole observed in it. New balloon was opened and the procedure advanced with no ill effects to patient. No additional bleeding occurred as a result of this failure of the balloon.

Manufacturer narrative:
(B)(4)